Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 4.3, 6.1, 1.2. Patient self tester concerned because recent tests results vary significantly. On 08/30 (11:44 pm) - inratio 4.3. On 08/31 (12:40 am) repeat on inratio 6.1, 1.2. She does not remember if all were new sticks on different fingers or different hands. Therapeutic range 2-3.

Manufacturer narrative:
Investigation pending.